Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott reporting calibration failure for the axsym rubella lgg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer stated the rubella reagent and calibrators were new. The customer reviewed troubleshooting procedures with abbot representative and was advised to centrifuge the calibrators. The customer reported recalibration was successful and quality controls were within range. There was no impact to patient management reported by the customer.